Event description:
It was reported that the device was used during an unknown procedure. It was reported by the affiliate that the insulation on the shaft broke and fell into the pt. It is unknown how the case was completed. There was no consequence.